Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that during a primary total hip case, surgeon did all procedures with cup and came across issue when broaching. Final broach was seated. It was a 3 broach and seated at level of calcar. The final implant was chosen, accolade 3 stem, and was inserted. Final resting place, and stem was 1cm higher than where broach sat. Surgeon had to re-broach 3 different times extracting stem out and after 20 minutes of broaching, he was finally able to get stem seated where broach was.